Manufacturer narrative:
As the reaction kinetics were not available, the root cause could not be found. To avoid similar problems in the future, the user immediately introduced a repeat limit of 1.0 mmol/l for glucose and appropriate repeat limits for their other tests. No adverse events were reported.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The user received a questionable glucose result for one patient sample from the cobas c501 module of the cobas 6000 analyzer serial number (B)(4). The initial result was 0.01 mmol/l and was reported outside the laboratory. The result was not believable, so the nurse contacted the laboratory and the sample was repeated. The repeat result was 5.98 mmol/l. This result was confirmed on another instrument, but no specific data was provided. The patient was not affected because they did not believe the result, so no actions were taken.